Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing itself popped out of the clip (quick release) and was hanging there. The patient experienced high blood glucose level at the time. No further information available.